Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the insulin pump alarmed motor error and that the customer experienced high blood glucose. The customer's blood glucose was 99 mg/dl at the time of the alarm. The customer's father stated that the customer's blood glucose reached as high as 468 mg/dl previously while on the insulin pump. The customer was not present at the time of the call and was at school with the insulin pump. The caller stated that he would call back since he did not have the device present. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan until troubleshooting could be performed.